Manufacturer narrative:
A biomedical engineer troubleshot this reported fault with gehc technical support. The resolution is unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was able to deliver a hypoxic mix of gasses. There was no report of patient involvement.

Manufacturer narrative:
Additional information was provided that the initial reported event did not result in a hypoxic delivery of gas. The amount of o2 being delivered to the patient is displayed on the flowmeter. O2 is a required monitoring parameter. Unit continues to ventilate and alarms remain functional. The initial reported event was not reportable based on the additional information.